Manufacturer narrative:
Correction: annex codes b, c and d have been corrected to reflect failure analysis results. B01 - testing of actual/suspected device. C0706 - stress problem identified. D02 - cause traced to component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.